Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v210494, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3387s-40, lot# v032996, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported the patient had had shocking in their left arm since prior to their replacement of their stimulator in (B)(6) 2013. There was no known accident or incident related to the event. The system was checked ¿very well¿ during the replacement and ¿everything checked out fine at that point.¿ additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Further follow up reported the patient was complaining of shocking even when the battery was dead before replacement. The patient had had an electromyelogram (emg) and it was determined the patient had peripheral nerve damage in their left arm. It was also noted the patient is diabetic. The plan was to turn the right implant which was for left hand control off and leave it off. Since the patient had been experiencing shocking with the device off they believed it was ¿psychosocial, not device related.¿ impedance measurements before and after replacement were all normal.